Event description:
Caller reported inform blood glucose results, all mg/dl: 11:45am 531 11:51am 185 11:54am hi, which on the system indicates a result in excess of 600 mg/dl a lab was drawn at 12:00pm and came back as 192 mg/dl. No treatment was given during this time. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. - strips not available for return.